Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one jugular denali filter kit was returned for evaluation. The filter was received in a deployed position, and the filter arms and legs are uncrossed. Therefore, the investigation is inconclusive for the reported activation failure including expansion failure. A definitive root cause for the reported activation failure including expansion failure issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified in d2 and g4. H10: d4 (expiry date: 08/2023), g3. H11: h6 (method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a vena cava filter placement procedure through the right internal jugular vein, the filter allegedly failed to expand. It was further reported that the filter limbs twisted, therefore, a guide wire and pig tail catheter was used to make multiple attempts to untangle the two parts but eventually failed. The procedure was completed by using an another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in procode and PMA/510k. (Expiry date: 08/2023).

Event description:
It was reported that during a vena cava filter placement procedure through the right internal jugular vein, the filter allegedly failed to expand. It was further reported that the filter limbs twisted, therefore, a guide wire and pig tail catheter was used to make multiple attempts to untangle the two parts but eventually failed. The procedure was completed by using an another device. There was no reported patient injury.